Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. As the customer repaired the device themselves, there is no indication that the customer will return the suspect alarm board for further evaluation at this time. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator would not hold pressure while it was in use on a patient. There was no patient compromise; the patient was switched to another ventilator. The customer evaluated the ventilator and found that the patient circuit calibration checked out properly. The customer performed the alarm function checkout and discovered that the max paw (airway pressure) safety light went on without any alarm condition. The customer reported that replacing the alarm board resolved their reported issue.